Event description:
The customer reported that the device would not activate. The surgeon opened a second device and completed the procedure. There was no pt injury. The device was returned with the knife exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.